Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; error e103 may have been caused by the power supply unit failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corporation (omsc) was informed by the user that during the preparation for use, the emergency lamp error occurred. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus medical systems (B)(4) private limited (B)(4) and found that the examination lamp failed and the emergency lamp lit up. And error code e103 was displayed on the monitor screen. Error code e103 means that the light source had broken down.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). The converter unit may have failed due to an accidental failure of components of the converter unit that supplies power. Therefore, omsc concluded that there is possibility that an error e103 occurred and the emergency lamp indicator was lit up, because the examination lamp could not be lit up due to the inability to supply power to the examination lamp and switched to the emergency lamp. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.